Event description:
Event description cpi received info that this implantable cardioverter defibrillator (ICD) delivered inappropriate shocks. During a follow-up, an inappropriate shock was delivered, and the device reported 'open lead' for the shocking lead impedance. The ICD also reported an error code indicating it was unable to dump the charge within the maximum allowed time.